Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date, inratio: 1.6, lab: 3.5. Caller alleged imprecision with inratio. Results as follows: first test inr = 2.5 (new lot); second test inr = 1.9 (old lot).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date, inratio: 1.6; lab: 3.5, mean: 2.55; confidence limits: 1.7-3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Inratio value was outside the confidence limits for inr testing. Products will be tested. Inratio precision data provided by end-user lot 060398: first test inr = 2.5(new lot); second test inr = 1.9 (old lot). Mean = 2.2; sd = 0.42 %cv = 19%. The % cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.